Event description:
It was reported that when the customer was asked to explain the clinical benefits to the health care professional they stated "problem if it remains in place over a long term (crystal formation and obstruction)."

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection". Based on the reported information the device was used for treatment. It is unknown if the device met product specifications or resulted in the reported event. A DHR review is not required as the lot number is unknown; therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. " h11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the customer was asked to explain the clinical benefits to the health care professional they stated "problem if it remains in place over a long term (crystal formation and obstruction)."